Manufacturer narrative:
The affected device used during the event, log files of the iacs, and additional information regarding the event were requested but not provided after multiple attempts. The only information dräger received for this incident were from the medwatch report and due to the lack of any additional information a root cause could not be determined. As the configuration of the device during the event was not provided it cannot be confirmed that the medium priority (serious) alarm was the specified reaction of the device to the situation. Generally a low spo2 limit alarm is a medium grade alarm when the patient type is adult or pediatric. The only exception is the spo2 desaturation alarm which is only available in neonatal mode, and is a high priority (life-threatening) alarm if the spo2 falls below 10% of the threshold value. In either configuration at least a serious alarm will be generated to alert the user about the patient state. Other vital parameters are not affected and can be used to derive information about the patient state.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that a nurse noticed a medium priority alarm coming from a patient room. Upon investigation, the nurse reported that the patient's o2 saturation was at 4% with the medium alarm being the only alarm activated. After manual ventilation was initiated, the high brady alarm began to announce as the patient's heart rate steadily decreased. Chest compressions were performed for approximately 20 seconds. The only high priority alarm that reportedly occurred during the event was for bradycardia.